Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small r-waves and t-wave oversensing while the patient was attempting to crawl under their house. Baseline noise was also noted. Technical services (ts) was contacted, and ts discussed in clinic testing. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small r-waves and t-wave oversensing while the patient was attempting to crawl under their house. Baseline noise was also noted. Technical services (ts) was contacted, and ts discussed in clinic testing. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.